Event description:
Admitted on (B)(6) 2017 after an ldh of 601 and an inr of 2.5 on (B)(6) 2017. Pt has a history of thrombus with prior exchange. Repeat ldh elevated to 800 on (B)(6) 2017 and urinalysis +2 blood and he was admitted for possible vad thrombus. Lvad optimization study ((B)(6)) showed small rise in power and flow with minimal diurnal variation over past several days. Bivalirudin was initiated on admission. Unable to get cta until (B)(6) 2017 due to ckd. Ldh continued to rise, even while on bival to a peak value of 1953 on (B)(6) 2017. CT scan was without obvious signs of thrombus. Pfh peaked at 56.2 on (B)(6) 2017. Log files were sent on (B)(6) 2017 which showed increased flow/power starting on (B)(6) 2017. On (B)(6) 2017, flows were 5.5-5.8 speed 2900 powers 5.9 and on (B)(6) 2017 flows were 5.3-6.2 speed 2900 powers 5.7-6.1. On (B)(6) 2017, urine was darkening and dropping off in quantity. Decision was made to take pt to the operating room on the afternoon of (B)(6) 2017 for a left thoracotomy exchange.